Manufacturer narrative:
Siemens has completed the investigation. The measurement cartridge in question was performing without any apparent systemic or sensor-related errors in and around the time of the samples in question. Both the po2 and the pco2 sensors were recovering well within aqc specifications. The po2 and the pco2 results in question were verified to be consistent with the sensor responses. A review of the calibration and aqc performance of the po2 and the pco2 sensors in question suggests that they were functioning as intended. The raw response signals for reported po2 and the pco2 were found to be typical and passed all internal quality checks. Both sensors appear to be reporting results for samples as presented. This investigation cannot determine a definitive root cause for the discrepant po2 and pco2 results.

Event description:
The customer received a discrepant po2 result on one patient compared to retesting of a new sample on a non-siemens lab instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information and instrument log files. Investigation will proceed once information has been received. The cause of this event is unknown.